Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to erosion. Reportedly, the device was too large. The device was sticking out one inch at the top and things get caught on it. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lv lead remains in service.